Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported when the patient presented to the clinic a week post-implant, increased right ventricular threshold and declined r-wave sensing were observed. The patient was scheduled for lead reposition. Repositioning was unsuccessful due to white material found in the helix. The lead was instead extracted and replaced. No adverse consequences were reported from the procedure.